Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.mwr-(B)(4) submitted for adverse event which occurred on 4/19/2023.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not crossing over to station. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) connected to the server using secure link and updated the patient¿s reverse discharge time from 2 hours to 336 hours. This allowed the user to successfully reverse the discharge, and the patient now appears as admitted on the server. The tss provided instructions on how to reverse a discharge and readmit a patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not crossing over to station. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.